Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, lost sensor signal, loss of communication between pump and transmitter. The customer blood glucose value was 50 mg/dl. The customer reported hypoglycemia was treated with glucose tablet. The event involved product(s) mmt-7040a, mmt-342, mmt-1884, mmt-431ag. Troubleshooting was performed and communication issue was resolved by inserting a new sensor. Troubleshooting was not performed for the hypoglycemic event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event and customer has been using the insulin pump system within 48 hours of reported hypoglycemic event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer also said what led up to the low was having a lost sensor signal. Customer declined troubleshooting for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (replaced health effect - impact code 4644 with 4613 for health effect - clinical code 1912) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.